Event description:
Patient 1 of 2. Pt 1: healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.1 inr and laboratory result generated 3.0 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported. Patient 2: filed on MFR report# 2248721-2012-00055.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references itc complaint #(B)(4). Cuvette lot# m1p3c471. Method codes: actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Results: no failure detected. Complaint not confirmed for the instrument or cuvette (single-use disposable).